Manufacturer narrative:
(B)(4).

Event description:
It was reported that the reservoir volume was not updated at the last refill and now the low reservoir alarm was sounding. The drug used in the pump at the time of the event was not known. Additional info has been requested: a f/u report will be submitted if additional info becomes available.